Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed change battery, empty reservoir and power error detected. Customer was advised to remove the battery until the notification light stops flashing, then reinsert the battery, clear the alarm, set the time and date and change reservoir. Customer was advised to monitor the insulin pump and call back if alarm recurs every 4 hours. Blood glucose value was 12 mmol/l.